Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that after a successful patient registration, the system shut down and the registration accuracy was showing 79.2 millimeters. The site was unable to retrieve previous registration history. A manufacturer representative restarted the system twice, and the issue was resolved. The procedure was completed without further issue. This issue occurred pre-operatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.